Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a patient who disconnected the bags and tried to use new bags to clear an alarm. This complaint cannot be confirmed in the lab due to a lack of sample. The lot number is unknown therefore a batch review was not performed. The root cause of the complaint was not determined. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the potential use error(s) in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During a follow-up with the home patient (hp) regarding a check lines and bags alarm that appeared on the home choice (hc) machine during prime, the hp revealed that he had disconnected the bags and tried to use new bags to clear the alarm. Baxter informed the hp that he should not try this as contamination could occur. No patient injury or medical intervention was reported.